Manufacturer narrative:
Batch review performed on 01 dec 2025. Gmk-sphere 02.12. E0411fl gmk-sphere tibial insert e-cross - flex 4l - 11mm lot: 2430969: (B)(4) items manufactured and released on 30 dec 2024. Expiration date: 05 dec 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not show any potential manufacturing-related cause. Regarding stiffness, the surgeon revised the liner height, which is a common practice to restore joint stability. There is no indication that any issue with the device may have caused or contributed to this event.

Event description:
After 2 months post-surgery, the patient came in due to infection and stiffness, and the cause is unknown. The surgeon took cultures to test for infection and downsized the insert from 11 mm to 10 mm. The surgery was successfully completed.